Event description:
It was reported that there was serosanguinous fluid present around the pump. The pump pocket site was aspirated and drained for 40ml of fluid. The event was not related to the study drug. The patient recovered without sequela.